Event description:
This complaint is being reported as a malfunction due to the dual alarm failure. Reportedly, both the audio and vibration features did not alert the patient accordingly. There was no evidence of product misuse. The pump is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): there was no activity outside normal patient use observed in the black box or download histories. Investigation verified that reminders were appropriately set to "on". A 10 unit bolus was programmed and delivered, and two hours later the pump gave the appropriate audiovisual "check bg" alert. The pump was primed until the cartridge was empty and the pump emitted the appropriate audiovisual "empty cartridge" alarm. Evaluation confirmed that the vibratory features were also functioning appropriately. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.